Event description:
The patient received a shock during electrotherapy treatment. The patient was being treated for lower back pain with the "hi-volt" electrotherapy waveform when they reported a tingling sensation in the area of treatment. Another treatment was being conducted with a patient on channel 2. The clinician had set the intensity at 120 to 200 volts. The tingling sensation was followed by a shock sensation. Both patients complained and the clinician interrupted the treatment. The clinician inspected the treatment area and noted red marks under the application electrodes. Medical treatment was not required for the patients. The patient's progress was not impeded. Additional treatment parameters and details were not available from the clinician. The degree of shock sensation was not specified by the clinician. The clinician reported using 2x2 inch electrodes for the treatment application. The electrodes are changed once a week and are stored in the original packaging. No record is kept for the number of uses per electrode. The patient's skin was not prepped for treatment. Patient 2 of 4.

Event description:
The patient received a shock during electrotherapy treatment. The patient was being treated for lower back pain with the "hi-volt" electrotherapy waveform when they reported a tingling sensation in the area of treatment. Another treatment was being conducted with a patient on channel 2. The clinician had set the intensity at 120 to 200 volts. The tingling sensation was followed by a shock sensation. Both patients complained and the clinician interrupted the treatment. The clinician inspected the treatment area and noted red marks under the application electrodes. Medical treatment was not required for the patients. The patient's progress was not impeded. Additional treatment parameters and details were not available from the clinician. The degree of shock sensation was not specified by the clinician. The clinician reported using 2x2 inch electrodes for the treatment application. The electrodes are changed once a week and are stored in the original packaging. No record is kept for the number of uses per electrode. The patient's skin was not prepped for treatment. Patient 4 of 4.

Event description:
The patient received a shock during electrotherapy treatment. The patient was being treated for lower back pain with the "hi-volt" electrotherapy waveform when they reported a tingling sensation in the area of treatment. Another treatment was being conducted with a patient on channel 2. The clinician had set the intensity at 120 to 200 volts. The tingling sensation was followed by a shock sensation. Both patients complained and the clinician interrupted the treatment. The clinician inspected the treatment area and noted red marks under the application electrodes. Medical treatment was not required for the patients. The patient's progress was not impeded. Additional treatment parameters and details were not available from the clinician. The degree of shock sensation was not specified by the clinician. The clinician reported using 2x2 inch electrodes for the treatment application. The electrodes are changed once a week and are stored in the original packaging. No record is kept for the number of uses per electrode. The patient's skin was not prepped for treatment. Patient 3 of 4.

Event description:
The patient received a shock during electrotherapy treatment. The patient was being treated for lower back pain with the "hi-volt" electrotherapy waveform when they reported a tingling sensation in the area of treatment. Another treatment was being conducted with a patient on channel 2. The clinician had set the intensity at 120 to 200 volts. The tingling sensation was followed by a shock sensation. Both patients complained and the clinician interrupted the treatment. The clinician inspected the treatment area and noted red marks under the application electrodes. Medical treatment was not required for the patients. The patient's progress was not impeded. Additional treatment parameters and details were not available from the clinician. The degree of shock sensation was not specified by the clinician. The clinician reported using 2x2 inch electrodes for the treatment application. The electrodes are changed once a week and are stored in the original packaging. No record is kept for the number of uses per electrode. The patient's skin was not prepped for treatment. Patient 1 of 4.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown, because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all tests conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery in electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. The report states that electrodes are replaced once a week, but we don't know how many treatments are done in a week. The application of electrodes appears to be a likely cause or contributor of the reported incident. Patient skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufacturer's specifications.